Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the tissue pad was detached off during use. Tissue pad did not fall into the patient. Another device was used to complete the case. There were no adverse consequences for the patient. As the surgeon was not used to using the device, the device was activated without having tissue between the blade and the tissue pad several times. The customer disposed of the device.